Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") in a (B)(6) year-old female patient who had essure (batch no. C03092) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 ((B)(6) 2006 and (B)(6) 2010), recurrent abortion, polycystic ovaries, tonsillar disorder and adenoidectomy. Denied alcohol and tobacco use. Concurrent conditions included obesity, acne, menorrhagia, endometritis, neck rash and anesthesia. Family history included diabetes, heart disease, unspecified, gallbladder disorder, high cholesterol, seasonal allergy, leukemia and melanoma. Concomitant products included cefalexin (keflex), erythromycin from 2014 to 2016, lactobacillus acidophilus (microgenics probiotic 8), metformin from 2009 to 2013, multivitamin since 2003 and spironolactone. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and abdominal pain lower ("severe constant lower abdomen pain"). The patient was treated with surgery (underwent hysterectomy (full) and salpingectomy (bilateral)) and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain and abdominal pain lower had resolved and the dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea and pelvic pain to be related to essure. The reporter commented: current weight: (B)(6). Mr- 2 coils visualized on both side.patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Pregnancy test - on (B)(6) 2015: negative . (B)(6) 2015 : CT abdomen and pelvis : final impression: no significant abdominal and pelvic abnormalities are identified. (B)(6) 2016 : surgical pathology report : gross examination : received in a container of formal in labeled with the patient; s identification stamp and further labeled. "Uterus ·and fallopian tubes" is a uterus and cervix with bilateral attached fallopian tubes. The specimen weighs 80 g and the uterus and cervix measures 8-.5 x 5. 5 x 4.0 cm. The serosal surface is red-tan. The ectocervix is' tan wrinkled with some lacerations and discoloration adjacent to the os. The endocervix is unremarkable on sectioning. The endometrial 'cavity is narrow, fibrous appearing and measures 2.5 xc 1.0 cm. The uterus is serially cross-sectioned to reveal the·my6m.etrium measures up to 2.b cm. In thickness and is free of nodules. The endometrial lining measures than 0.1cm thick. Each fallopian tube measures approximately 6 cm in length and average 0.3cm in diameter. There is fimbria the distal end of post segments. Sections submitted 'as follows: al serosa; a2 and a3 full thickness sections of uterus; a4 cervix; as fallopian tubes.; a6-a8 additional endomyometrium. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: abdominal pain lower(confirming constant cramping) . Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 2-feb-2018: events- "dysmenorrhea (cramping), severe constant lower abdomen pain", lot number, reporter, historical condition added from pfs. Historical and concomittant condition, lab data added from medical record.essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") in a 34-year-old female patient who had essure (batch no. C03092) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 ((B)(6) 2006 and (B)(6) 2010), recurrent abortion, polycystic ovaries, tonsillar disorder and adenoidectomy. Denied alcohol and tobacco use. Concurrent conditions included obesity, acne, menorrhagia, endometritis, neck rash and anesthesia. Family history included diabetes, heart disease, unspecified, gallbladder disorder, high cholesterol, seasonal allergy, leukemia and melanoma. Concomitant products included cefalexin (keflex), erythromycin from 2014 to 2016, lactobacillus acidophilus (microgenics probiotic 8), metformin from 2009 to 2013, multivitamin since 2003 and spironolactone. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and abdominal pain lower ("severe constant lower abdomen pain"). The patient was treated with surgery (underwent hysterectomy (full) and salpingectomy (bilateral)) and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain and abdominal pain lower had resolved and the dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea and pelvic pain to be related to essure. The reporter commented: current weight: 188 ibs. Mr- 2 coils visualized on both side. Patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion pregnancy test - on (B)(6) 2015: negative (B)(6) 2015 : CT abdomen and pelvis : final impression: no significant abdominal and pelvic abnormalities are identified. (B)(6) 2016 : surgical pathology report : gross examination : received in a container of formal in labeled with the patient; s identification stamp and further labeled. "Uterus ·and fallopian tubes" is a uterus and cervix with bilateral attached fallopian tubes. The specimen weighs 80 g and the uterus and cervix measures 8-.5 x 5. 5 x 4.0 cm. The serosal surface is red-tan. The ectocervix is' tan wrinkled with some lacerations and discoloration adjacent to the os. The endocervix is unremarkable on sectioning. The endometrial 'cavity is narrow, fibrous appearing and measures 2.5 xc 1.0 cm. The uterus is serially cross-sectioned to reveal the·my6m. Etrium measures up to 2.b cm. In thickness and is free of nodules. The endometrial lining measures than 0.1cm thick. Each fallopian tube measures approximately 6 cm in length and average 0.3cm in diameter. There is fimbria the distal end of post segments. Sections submitted 'as follows: al serosa; a2 and a3 full thickness sections of uterus; a4 cervix; as fallopian tubes.; a6-a8 additional endomyometrium. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: abdominal pain lower(confirming constant cramping) quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 23-jul-2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient started essure. On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (surgery to remove essure on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain and abdominal pain outcome was unknown. The reporter considered pelvic pain and abdominal pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The reporter did not wish any further contact with the company. Most recent follow-up information incorporated above includes: on (B)(6) 2016: ptc investigation result company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain. Plaintiff underwent a surgical removal of essure, 11 months after essure insertion. Chronic pelvic pain is anticipated in the reference safety information for essure. During the essure therapy, pelvic pain may occur. Considering the plausible temporal relationship and the lack of alternative explanation, a causal relationship between the event and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. Non serious event was reported. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.